Event description:
After a successful surgery endophthalmitis was reported post operatively. The hospital initiated an investigation. Samples were taken from the internal lumen of the irrigation and aspiration ports of the phaco hand piece involved. The lab report indicated verified traces of pseudomona bacteria of the sample that was extracted from the phaco handpiece.

Manufacturer narrative:
The surgeon treated the patients after their initial phaco surgery with vitrectomy and antibiotic drops. Additionally, protocols, standard operating procedures of cleaning and sterilization of instrumentation pre and post surgery are under review and updated internally by the surgical department of the district hospital. Since the involved phaco handpiece was not returned to dorc, no physical examination could be performed. Device history record review revealed no deviations. Hence, the products were released according to release specification. Since the phaco handpiece is a reusable instrument, the handpiece should be cleaned and sterilized in accordance with the corresponding reprocessing instructions provided with device prior to each use. Based on the information received it was determined that the reported endophthalmitis was most likely related to traces of pseudomonas bacteria that were extracted from the samples taken from the phaco handpiece. Considering that no issues were reported since product release in 2019 the presence of bacteria, and therefore the reported endophthalmitis, is attributed to inadequate cleaning and/or improper sterilization of the handpiece at the user facility.

Manufacturer narrative:
The reported event will be investigated.

Event description:
After a successful surgery endophthalmitis was reported post operatively. The hospital initiated an investigation. Samples were taken from the internal lumen of the irrigation and aspiration ports of the phaco hand piece involved. The lab report indicated verified traces of pseudomona bacteria of the sample that was extracted from the phaco handpiece.